Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, stent placement was needed due to subclavian vascular damage, and cardiac drainage was required due to a perforation caused by a non-medtronic guidewire. It was reported that there seemed to be two points during the procedure when the perforation occurred. The first point was when the pre-implant balloon aortic valvuloplasty (bav) was performed and the guidewire slipped and became "stuck in" and "the behavior of the wire changed greatly." The second point was during insertion of the delivery catheter system (dcs) inline sheath and the guidewire "stuck" to the left ventricle. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated: b2, b5, and h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that cardiac tamponade occurred during the valve implant procedure. Pericardial drainage was performed as a result. The cause of the cardiac tamponade was not reported. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cardiac tamponade occurred due to the pushing of the delivery catheter system (dcs) hard to pass through the patient and the left ventricular wire damaged the left ventricular wall.

Manufacturer narrative:
Conclusion: vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, it is possible that the delivery catheter system (dcs) caused or contributed to the perforation during insertion of the inline sheath. Per the IFU, patients must present with access vessel diameters greater than 5.0 mm; whereas this patient had a minimum diameter of 4.4 mm. This indicates that the probable cause of the dissection was patient anatomy, but this cannot be confirmed with the limited information available. A medical safety review was performed for this event. Based on the available information, the subclavian artery dissection was likely caused by the dcs. Per the IFU, patients must present with access vessel diameters greater than 5.0 mm; whereas this patient had a minimum diameter of 4.4 mm. In addition, the dcs was pushed and pulled, which indicates that use conditions played a role in this event. A calcification adhesion was noted to have contributed to the dissection, which indicates that patient anatomy was also a factor. Dissection is a known potential risk with the use of the dcs and is documented within the risk files and instructions for use. Based on the available information, the left ventricle perforation was related to the non-medtronic guidewire and is not related to the dcs. No further action is required. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, stent placement was needed due to subclavian vascular damage, and cardiac drainage was required due to a perforation caused by a non-medtronic guidewire. It was reported that there seemed to be two points during the procedure when the perforation occurred. The first point was when the pre-implant balloon aortic valvuloplasty (bav) was performed and the guidewire slipped and became "stuck in" and "the behavior of the wire changed greatly." The second point was during insertion of the delivery catheter system (dcs) inline sheath and the guidewire "stuck" to the left ventricle. No additional adverse patient effects were reported. Additional information was received indicating that the left subclavian artery was used as the access site for the delivery catheter system (dcs). The minimum diameter of the access vessel was 4.4 millimeter (mm). During insertion of the dcs, dissection occurred in the left subclavian artery. Per the physician, the dissection was caused by pushing and pulling the dcs. Slight calcification adhesion also contributed to the dissection. Per the physician, it is possible that the dcs caused or contributed to the perforation during insertion of the inline sheath.